Event description:
A caller reported an error with their continuous glucose monitor, referred to as cgm error 42. There was no adverse impact to the customer¿s blood glucose level. The caller was guided through a pump reset by technical support, which resolved the issue as the error did not reappear, enabling the caller to start their sensor session successfully.